Event description:
Device 1 of 2. Reference manufacturer rpt: 1627487-2010-02150. The pt ((B)(6)) received his/her scs system on (B)(6) 2009. It was reported that the lead was not functioning properly and was exhibiting high lead impedance values. The physician explanted and replaced the lead and lead extension on (B)(6) 2009. The explanted lead and lead extension were returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead has channel 8 open, all other channels measure less than 4 ohms; lead fails continuity testing. Lead has outer tubing compression damage at approximately 16.5cm and 19cm from the stim end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.